Event description:
It was reported that during a clinic visit, this left ventricular (lv) lead exhibited high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested further review of the lead stored daily threshold and impedance measurements trend report. Upon review, ts observed that the lv lead pacing impedances had a gradually increased to be high out of range from about 650 ohms to 2008 ohms over the past 11 months. Ts also noted a jump in the lv lead pacing threshold as well. Ts discussed review with the hcp and recommended for further lead testing evaluation to be performed. At this time, the lv lead remains in service. No adverse patient effects were reported. A correction report is being sent to inform that boston scientific is not the reporting agency of this product, and the initial report was sent in error.

Manufacturer narrative:
Correction: a correction report is being sent to inform that boston scientific is not the reporting agency of this product, and the initial report was sent in error.

Event description:
It was reported that during a clinic visit, this left ventricular (lv) lead exhibited high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested further review of the lead stored daily threshold and impedance measurements trend report. Upon review, ts observed that the lv lead pacing impedances had a gradually increased to be high out of range from about 650 ohms to 2008 ohms over the past 11 months. Ts also noted a jump in the lv lead pacing threshold as well. Ts discussed review with the hcp and recommended for further lead testing evaluation to be performed. At this time, the lv lead remains in service. No adverse patient effects were reported.